Event description:
In 2007, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. Final imaging showed a small proximal type I endoleak which was left to resolve on its own. Post- operative imaging showed the graft had moved distally. The following month, a re-intervention was performed and an aortic extender component was placed proximal to the aortic extender component. It reduced the type I endoleak, but did not completely resolve the leak. An additional aortic extender component was deployed, but it moved distally into the previously laced cuff. A palmaz stent was placed and a third aortic extender component was deployed which resolved the endoleak. Patient was reported to be doing well.

Manufacturer narrative:
Device remains implanted in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted and associated with this event are: 04506497 and 04543566. Also implanted but not associated with this event are: 04897649, 04779216, 04100003.